Manufacturer narrative:
The instrument was not returned for evaluation . Engineering observed multiple signs of arcing and mechanical tearing on the tip cover accessory used in conjunction with the instrument, which may have caused a path for arcing to occur.

Event description:
It was reported that during nucleation of the myoma during a da vinci myomectomy procedure, small tears were noticed in the monopolar curved scissors instrument tip cover accessory. The tip cover had been in use for approximately 2 hrs when the tears were observed. The tip cover was removed and replaced the planned surgical procedure was successfully completed without significant delay. No pt harm, adverse outcome or injury was reported. The following medwatch report listed below was also sent to the FDA as it related to this event. #2955842-2007-00466.